Event description:
Boston scientific received information that the right atrial (ra) lead pacing impedance measured less than 100 ohms in bipolar configuration. When sensitivity was programmed 0.15mv, impedance measurements varied and no threshold was measured. In unipolar configuration, pacing impedance and threshold measurements were within acceptable limits. A routine device replacement procedure was performed. The device was explanted and replaced. Atrial lead pacing remained in the unipolar configuration. Farfield oversensing from a ventricular pace was observed. The device was programmed to sensing in the bipolar configuration. The ra lead remains actively implanted. No adverse patient effects were reported during the procedure.

Event description:
Additional information was received that the device was returned for reliability analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.